Manufacturer narrative:
No damages or defects were noted to the formed needle, soft cannula, or bottom housing that may cause pain or infection. The exact cause of the reported event could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is (B)(4) compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per (B)(4)  and eo residual levels in compliance with (B)(4). Each lot  is confirmed to meet requirements for non-pyrogenicity per (B)(4) and sterility per (B)(4) prior to release.

Event description:
It was reported that a patient developed an infection at the pod¿s insertion site while wearing the device between 24 and 36 hours on the arm. The patient was taken to the emergency room and diagnosed with cellulitis. The patient was prescribed cephalexin, 500 mg and was directed to take three times a day for 7 days. The patient went back the same day and had the site cut open and drained.